Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v868869, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient saw a power-on-reset (por) condition and could not adjust stimulation. The por was first seen a couple of days ago. The patient had a recent foot injury ((B)(6) 2013 or (B)(6) 2013) and had been recovering from surgery. There was no return of symptoms, but the patient did not feel therapy. The patient was currently at 2.9 volts and was told not to turn stimulation up or down. The patient changed the programmer batteries, but that did not help clear the por. The patient denied and falls or trauma. The patient had a doctor¿s appointment on thursday to change the dressing on his foot. The patient had cancelled his appointment with his urologist 3 weeks ago due to the foot injury. The patient was to schedule another appointment when his foot heals.